Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 16cm white tubing was defective / damaged medical imaging (radiology) reports the following complaint: during injection of contrast agent, the tube (connecta pl3 10 cm wht) collapsed. Contrast pump did not indicate high pressure. As a result, the patient received contrast medium on his face. Additional information about the complaint. Which contrast agent was it? Omnipaque 300 ml, injected at a flow of 3 ml/s. What is the type/brand of contrast pump? Medrad stellant contrast injector. Is a sample available to send? Yes.

Manufacturer narrative:
E and f code updated to e insufficient info and f accidental exposure to substance.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of tubing defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that the reported defect can be observed. Bd determined that the cause of the failure was most likely due to the user. Within the instructions for use that is included in each box, the recommendation is do not over tighten connections, check connection regularly, change stopcock every 72 hours and when lubricious or fat infusates are used change stopcock every 24 hours. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.